Manufacturer narrative:
Per the patient's surgeon, the device is not available and analysis is not possible.

Event description:
The customer stated falsely elevated potassium (k+) results were occurring on the architect c8000 analyzer for both quality control and patient values. One patient sample generated an initial and repeat k+ value of 7 mmol/l. When retested with two other methods, the k+ result was 4 mmol/l. There was no impact to patient management reported. Field service was dispatched to inspect and service the analyzer.

Event description:
Per the audiologist, the patient¿s device extruded due to the site of the implant being struck which lead to an infection. The patient was administered IV antibiotics (type not reported). The patient was explanted (date not reported). Reimplantation is planned, but had not taken place at the time of this report in 2009.